Event description:
Caller experienced an issue with a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on performing a pump reset, and the caller was able to successfully start their sensor session without the error recurring.